Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted to the intensive care unit due to renal failure and underwent continuous renal replacement therapy. After the surgery, the right inguinal dialysis catheter was placed and the process was smooth. After the catheter was completely placed, it was found to be ruptured and it was immediately replaced. There was no reported patient outcome.